Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(6) reviewed the open call for (B)(4): case #(B)(4) - centration was superior with low suction applanation to the eye. Software categorized the lens at a 5. Eye movement is noted throughout procedure. Minimal cap penetration is noted at frame #3 and seems to blow out at frames #5-7 in multiple areas due to pressure within the bag of the lens. Surgeon stated that he feels the tear was likely due to the amount of pressure in the lens. Improve/innovate/control: cas (B)(4) will discuss findings with surgeon and staff. Action: vitrectomy. No iol placed. Lens material retained, patient to be referred to retina specialist then consider iol implant.

Event description:
(B)(4) - cap tear issue: dr. (B)(6) from (B)(6) reported to (B)(4) on 10/06/2021 that on patient (B)(6) there was a cap tear. Dr.(B)(6) suggests tear was likely due to the amount of pressure under the cap but seeking review. No impacts to cases.